Manufacturer narrative:
Expiration date and lot number unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, the patient underwent an open reduction internal fixation (orif) surgery for the femoral trochanteric fracture which was performed with proximal femoral nailing system (tfna) in question. In the surgery, two (2) distal locking screws were inserted into the dynamic hole and the static hole, one (1) into each hole respectively. On (B)(6) 2019, the patient reported pain on the proximal femur. The patient visited the hospital on (B)(6) 2019, where the hospital found that the nail and the distal locking screw (proximal one) were broken. The patient will undergo reoperation on (B)(6) 2019 and the implants will be replaced by devices from other company. The doctor commented that other implants could not have avoided being broken because the initial reduction was insufficient and the medial support was not obtained in addition to the delayed bone union. The patient was rather big and active after the surgery. The doctor thought there was no problem with the implant. Patient outcome was unknown. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 36mm f/im nail-ster . This complaint involves (2) devices. This report is 2 of 2 for (B)(4).